Manufacturer narrative:
Pump passed displacement test, operating currents, selftest and off no power. No blank display noted. No missing pieces at the battery compartment. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer was calling back to report that they received a new battery cap, but the insulin pump continued to power off. The customer also reported pieces missing around the insulin pump's case. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.